Manufacturer narrative:
Correction h10: "a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event." Changed to "a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event." Additional information h10: during evaluation, the upstream sensor readings were observed to be out of specifications. Evaluation attempted calibration but failed.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an air in line error was not reproduced. A review of the event history log revealed multiple 'air in line!' Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.